Event description:
It was reported that: "(B)(6) 2026, the doctor found cuff cannot inflate when doing testing before using on patient. Change new tube."

Manufacturer narrative:
(B)(4). The reported issue of leak could not be confirmed based upon the investigation of the sample received. The customer returned an actual sample for investigation. During functional inspection, the cuff could be inflated and deflated and no evidence of leakage observed during testing. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned complaint device, no issues were found.

Event description:
It was reported that: "(B)(6) 2026, the doctor found cuff cannot inflate when doing testing before using on patient. Change new tube."

Manufacturer narrative:
(B)(4).